Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high, out of range shock impedance alert. Technical services (ts) was consulted and discussed the shock impedance measurements had been gradually rising over the previous months. Ts suggested to consider increasing the shock impedance alert limit. No adverse patient effects were reported. This rv lead remains in service.